Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and power cycling without duplicating the report. The defib receptacle was replaced as a precaution. A new multifunction cable was provided to the customer with the recommendation to discard the multifunction cable used and replace it with one supplied by zoll. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.